Event description:
It was reported that the patient was experiencing a burning sensation on the right side after a car accident. It was noted that the patient was still receiving good therapy but the device had to be switched off because it was too uncomfortable. It was further reported that the patient was scheduled for a lead revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).